Manufacturer narrative:
The user returned five of the seven bands. A visual examination confirmed that one of the bands was broken. The deployment system was not returned; the cause of the reported issue could not be determined. A lot history search was performed and revealed no other complaints reported against lot number 7676327. A review of the device history record revealed no anomalies.

Event description:
It was reported to boston scientific corporation that during use of a speedband superview super 7 multiple band ligator the band would not release. According to the complainant, when the device was removed from the patient, the band was found to be split.